Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a frozen display, unresponsive keypad, and a constant tone. Blood glucose level at the time of the incident was 150 mg/dl. The customer was able to resolve the issues through troubleshooting. The insulin pump was not replaced or returned for analysis.